Event description:
My breast implants: infection, toxic shock syndrome has been life threatening, fevers, vomiting, diarrhea, fainting, dizziness and changes in breast sensations, stinky mold and car accident with (B)(6) air bags ruptured. (B)(6).